Manufacturer narrative:
(B)(6)

Event description:
The customer stated that they received an erroneous result for one patient sample tested with the elecsys tsh assay on a cobas 8000 e 801 module (e801). The erroneous result was reported outside of the laboratory. The customer suspected that there were false high thyroid results for the sample. The sample was initially tested on the customer's e801 analyzer. The sample was repeated on a centaur analyzer. The sample was also provided for investigation, where it was tested on a second e801 analyzer. No adverse events were alleged to have occurred with the patient. The serial number of the e801 analyzer used at the customer site was (B)(4). The serial number of the e801 analyzer used for investigation was (B)(4). Tsh reagent lot number 283556, with an expiration date of february 2019 was used on this analyzer. Based on the information provided, a general reagent issue can most likely be excluded. Assays from different vendors can generate different values. This relates to the overall setups of the assays, the antibodies used, differences in reference materials/methods, and differences in the standardization methodology used. The investigation was unable to find a definitive root cause.